Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the device motor was blocked, bearings damaged and machine had water damage due to improper cleaning and maintenance. The device was replaced and sent to customer on (B)(4) 2012. Device manufacture date: april 2012.

Event description:
Device was returned for an unknown reason. During service, technician found the motor was blocked, water damage and device made noise. This is report 1 of 1 for #(B)(4).